Manufacturer narrative:
H10: the actual device was received for evaluation with solution in the bag. Visual inspection was performed and leakage from the administration port bonding area was observed. The bag was cleaned and leakage from the administration port bonding area was observed again. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition bag leaked at the administration port. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.